Event description:
Working to setup pneupac neonatal intensive-care ventilator with manufacturer when biomed staff was notified that no loaners units are offered for the vents, on-site service is not available and there is no training on the device so that the on-site biomed tech can complete the preventive maintenance. With only two units on site there is a risk to patient safety should a backup be required in the neonatal intensive care unit.